Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxsymal atrial fibrillation (a fib). It was reported upon unpacking the device that the flush port appeared to be foggy and the catheter handle was dirty with grey marks on it. The catheter was replaced with a new one. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was retained by the customer.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The provided image shows some white section through the flush tubing which seems to be a part of the assembly between the flush tubing and the flush luer. The reported event was not confirmed via the provided media.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxsymal atrial fibrillation (a fib). It was reported upon unpacking the device that the flush port appeared to be foggy and the catheter handle was dirty with grey marks on it. The catheter was replaced with a new one. The procedure was completed successfully without patient complications. The device is not expected to be returned for analysis as it was retained by the customer.